Manufacturer narrative:
The pod was received with the cannula fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 897 pulses and completed several boluses before being deactivated by the user. The investigation found no damages or defects that would contribute to a needle mechanism failure. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move fully into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached 300 mg/dl. The patient reported being unsure if the cannula was properly seated. The pod was worn between 24 and 36 hours on the leg.